Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an unspecified procedure using a 6f sheath. Reportedly, the device broke at the junction of the metal guide and foot plate. Hemostats were used to remove the separated portion of the proglide from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9: correction - device available for evaluation changed from "yes" to "no". H3: correction- reason device not evaluated by manufacturer changed from "device evaluation anticipated, but not yet begun" to "na".